Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken grip cable. The cable was fully broken. The complaint was confirmed by failure analysis. .

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the fenestrated bipolar forceps (fbf) instrument cable was broken. The site performed an x-ray for potential fragments. The procedure was being completed as planned. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details have been received as of the date of this report.